Manufacturer narrative:
The force bipolar instrument underwent further review by engineering. It was confirmed that the force bipolar had a broken bipolar conductor wire in the proximal end. Breakage can result from a minor pinch or kink in the wire which over time and use can eventually result in a full wire break.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting (post-anesthesia, no ports placed) a da vinci-assisted surgical procedure, a force bipolar instrument did not function after being connected. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the initial reporter but was unable to obtain additional information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a broken bipolar conductor wire. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions and the grip opened and closed properly. The instrument was tested for energy delivery and failed on multiple attempts, due to the broken conductor wire. The instrument failed the electrical continuity test. Visual inspection was performed and there were no signs of thermal damage at the proximal backend. There was no physical damage at the distal wrist. The complaint regarding the instrument had no function after being connected was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the broken conductor wire is attributed to manufacturing. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations acknowledges the force bipolar instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.